Event description:
My dad was forced to retire when he experienced severe debility, ataxia, s/sx of neuropathy. He has gone from independent to 75+% disabled. He uses at least a tube of superpoligrip/wk. Dates of use: 1985 - 2009. Diagnosis or reason for use: denture adhesion.